Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in (B)(6) 2015 that the infection did not respond to antibiotics. The patient was presented back to the electrophysiology (ep) laboratory and the system (device and electrode) were explanted.